Event description:
Subsequent to the previously filed medwatch, additional information received: on (B)(4) 2012, the patient had been eating peanuts. On (B)(6) 2012, the patient presented to the emergency room with shortness of breath, difficulty breathing, unable to swallow, stridor, difficulty controlling oral secretions, and was edematous around the neck. The patient remained communicative and awake until approximately 12:30 p.m. When the patient was found to be obtunded. The patient was rapidly intubated, but remained hypotensive thereafter. Upon exam, the patient's lungs were clear and the airway pressures on the mechanical ventilation were normal. The patient was transferred to the intensive care unit and had a computed tomography (CT) scan of the neck and thorax. Soon after returning from the CT scan, the patient went into full arrest and had a rapid drop in her hematocrit level. The patient was declared dead after 25 minutes of advanced cardiac life support resuscitation, including medication (epinephrine and sodium bicarbonate). The location of bleeding, direct cause of edema, and etiology of full arrest were not identified, but was possibly anaphylaxis, severe mediastinitis, or possible thoracic aortic tear. Although the death certificate listed the primary cause of death as coronary artery disease, anaphylaxis was listed as a condition that contributed to the death. The physician has indicated that this event is not related to the xience v stent, nor to the stenting procedure.

Event description:
It was reported that on (B)(6) 2008, the patient underwent direct stenting in the mid left anterior descending coronary artery with implantation of one xience v stent. On (B)(6) 2012, the patient was hospitalized and received 2 units of packed red blood cells. The patient died that day, reportedly, from a pre-existing condition. Per the death certificate, the cause of death was coronary artery disease. An autopsy was not performed. There was no additional information provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. The reported patient effect of death is listed in the xience v everolimus eluting coronary stent system instructions for use as a known adverse event. Although a conclusive cause cannot be determined, this incident contained a patient effect with no allegation of a device issue and, as such, is not on its own an indication of a product deficiency.